Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The 5.0mm x 40mm x 135cm sterling balloon catheter was advanced to the lesion for predilation. The balloon was inflated however it ruptured at 6 atmospheres at an unknown number of inflation due to calcification of the lesion. The device was withdrawn into an unspecified guide catheter and was completely removed from the patient. The procedure was completed using a 6mm x 40mm sterling balloon catheter. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).